Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section d9, section h3, and to provide the completed investigation results. The actual device has been returned for evaluation. One 7fr destination was returned to terumo medical corporation for product evaluation. The returned sample included the shelfbox. There was a sealed 6fr 45cm shelfpack (product code: 54-64501 lot number: 0001223179) in the case. The sample was returned and a 6fr sealed shelfpack was in a 7fr shelfbox. The complaint can be confirmed for incorrect product in shelfbox. Manufacturing was notified and a non-conformance was initiated for this issue. The nonconformance report will contain the root cause analysis and corrective actions. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition.

Manufacturer narrative:
. E3: occupation: buyer the actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the customer received the wrong item inside of the correct packaging on the purchase order. The account ordered 7fr rsr04 however, received 6fr 54-64501 inside of the 7fr packaging.